Event description:
It was reported that shortly after implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) there was a stored untreated episode which had observations of non-physiological noise and baseline shifts that was being oversensed due to air pockets. A review of the presenting electrogram (egm) currently shows noise that is sometimes being oversensed. The signal artifacts are noted to be small in amplitude. Additionally, the smart pass feature was disabled a few days after the system was implanted. Technical services (ts) was consulted and confirmed the oversensing of noise however, thought it could be due to an external device related to electromagnetic interference (emi). Ts provided troubleshooting options and suggested to get x-rays. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received in which technical services (ts) reviewed the available device data and identified possible causes for the reported behavior and providing troubleshooting recommendations. The patient was subsequently evaluated in the clinic. During device programming, it was noted that when the device was set to the primary sensing vector and low signal amplitudes were observed. Based on the current assessment, the plan is to continue tachyarrhythmia therapy while further analysis is conducted in the near future. Additionally, it was confirmed that there was no exposure to specific electromagnetic fields and no interaction with other implantable devices that could have contributed to the observed findings. X-rays were taken and sent to ts for further evaluation. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received in which x-rays were sent in for technical services (ts) to analyze however, the images were from mobile photos which makes the evaluation more difficult. Ts suspects the electrode has not been fully inserted however recommended for them to send the x-ray image in high resolution for verification. Ts also recommended troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported ts reviewed the imaging and confirmed the electrode is not fully inserted into the header. Ts discussed device revision. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was explanted and replaced successfully. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) there was a stored untreated episode which had observations of non-physiological noise and baseline shifts that was being oversensed due to air pockets. A review of the presenting electrogram (egm) currently shows noise that is sometimes being oversensed. The signal artifacts are noted to be small in amplitude. Additionally, the smart pass feature was disabled a few days after the system was implanted. Technical services (ts) was consulted and confirmed the oversensing of noise however, thought it could be due to an external device related to electromagnetic interference (emi). Ts provided troubleshooting options and suggested to get x-rays. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received in which technical services (ts) reviewed the available device data and identified possible causes for the reported behavior and providing troubleshooting recommendations. The patient was subsequently evaluated in the clinic. During device programming, it was noted that when the device was set to the primary sensing vector and low signal amplitudes were observed. Based on the current assessment, the plan is to continue tachyarrhythmia therapy while further analysis is conducted in the near future. Additionally, it was confirmed that there was no exposure to specific electromagnetic fields and no interaction with other implantable devices that could have contributed to the observed findings. X-rays were taken and sent to ts for further evaluation. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received in which x-rays were sent in for technical services (ts) to analyze however, the images were from mobile photos which makes the evaluation more difficult. Ts suspects the electrode has not been fully inserted however recommended for them to send the x-ray image in high resolution for verification. Ts also recommended troubleshooting options. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported ts reviewed the imaging and confirmed the electrode is not fully inserted into the header. Ts discussed device revision. At this time, the device remains in service. No adverse patient effects were reported.